Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device. On (B)(6) 2022, the patient was at the hairdresser¿s and fainted during her hair treatment because her receiver was in her handbag and she was not noticing an alarm. The hairdresser heard the audio tone but did not say anything to the patient because the hairdresser thought that the patient was just getting a lot of messages. The patient lost consciousness, then was briefly awake and said that she needed sugar. She was given water with sugar and was then fine again. An ambulance had been called for but was cancelled. The event occurred an unknown number of days after the sensor had been inserted in the upper buttocks. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.